Event description:
Per additional information received, the patient mentioned that they turned on the stimulation of ins, but couldn't turn it off, didn't clarify any suspected reason behind that. Also mentioned that they were told that a replacement device will be sent to them. The replacement recharger is working fine for them and the heating issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#: serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). H3:. Analysis found non-conformances. And the recharger was subsequently scrapped. The recharge cable insulation was peeling away at donut end and wires were exposed. The following recharger failure was also seen: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an external device. It was reported, that since yesterday, the pts controller would no longer cut off the stimulation therapy. Pt said, they were getting the message no device found. During call, pt reset the controller and when they unlocked the controller with nothing plugged in, the got no device found. Pt attempted to recharge the ins and got no device found. The pt attempted to go through passive recharge mode. And the after a while, the pt said, that the recharger (rtm) cord near the antenna got hot yesterday. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-aug-06 patltr (con) : per additional information received, the patient mentioned that they turned on the stimulation of ins, but couldn't turn it off, didn't clarify any suspected reason behind that. Also mentioned that they were told that a replacement device will be sent to them. The replacement recharger is working fine for them and the heating issue has been resolved. At the time of this event, their weight was 190 lbs.